Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 1200 mg/dl. The patient was reportedly transported to the hospital via ambulance after becoming unconscious at home. The patient was reportedly admitted to the intensive care unit of the hospital in a coma and was started on a feeding tube and intravenous fluids with an insulin drip. The reporter stated the patient was in the intensive care unit for four days after which time he was discharged to home on (B)(6) 2018. The reporter alleged that the patient had been unable to prime the insulin pump because the ok keypad button did not work; the patient reportedly reconnected the pump despite the known issue. This complaint is being reported because the patient reportedly experienced serious injury with resultant hospitalization due to an unresponsive keypad button issue.